Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2016- it was reported that about two years ago, the port system was implanted for chemotherapy. About two months ago, the system was used for administration for the last time until (B)(6) 2016. On (B)(6) 2016, upon flush of saline the patient suffered cardiopulmonary arrest. Resuscitation attempts were made. The patient expired on the same day. Details are currently under investigation. On (B)(6) 2016 - this patient was admitted for cancer treatment and terminal care. The port was flushed to ensure patency prior to administration. The patient had no symptoms prior to flushing the port. There were no issues with the port itself during flushing. Information regarding resuscitation attempts/interventions was requested but not provided to date.